Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in lieu of responding to a letter they had received. The patient reported that they had received the replacement antenna, and their issues were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were having a difficult time maintaining 6-8 coupling bars during recharging their implantable neurostimulator (ins). The patient noted that the ins was taking too long to recharge. The caller mentioned that this issue started following an ¿antenna too hot¿ warning message on their recharger screen. The patient also noted another message on their screen after the ¿antenna too hot¿ one, but couldn¿t describe it. At the time of the report, a recharge session was attempted and the patient reported a ¿poor coupling¿ message. The patient indicated that the coupling bars would fluctuate between 0-8 without even moving. The patient stated that the ins seemed deeper than normal. The caller mentioned they had quit smoking and gained some weight; it was reviewed that could be contributing to the coupling difficulties. The caller stated that the issues started a couple of weeks prior to the report. The patient was sent a new recharger antenna, and was also redirected to their healthcare provider to discuss ins pocket depth. No patient symptoms were reported. Indication for use is complex region pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.